Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken syringe was found before use with a syringe 0.3ml 31ga 8mm tw 10bag 500 twn. The following information was provided by the initial reporter, "broken".